Event description:
A customer reported a malfunction on their insulin pump, identified as ¿malf 12,¿ which had occurred multiple times, but there were no notable events prior to the malfunctions. The issue did not adversely impact the customer¿s blood glucose level. Technical support decided to replace the pump, as the current one was under warranty, and advised the user to revert to multiple daily injections (mdi) as a backup therapy. They also guided the customer on returning the faulty pump using a pre-paid label and provided instructions for setting up and programming the replacement pump, which would include updated software. The customer understood and acknowledged all instructions provided by technical support.